Event description:
A caller reported an issue with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to complete a pump reset, after which the cgm error did not reoccur, and the caller successfully started their sensor session.